Event description:
The reporting facility requested service on the device based on a note that was found attached to the device stating "not infusing medication". This note did not identify the operator of the device or where in the facility the situation was identified. The facility has no record of any pt injury or medical intervention associated with this device. Despite baxter's attempts details regarding the reported condition and whether or not the device was in pt use at the time it was discovered were not available.